Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, progress was made through the clavicular area, the innominate region, and into the superior vena cava (svc) with no issues. When the devices reached the ra junction near the rv lead coil, the patient's blood pressure dropped slightly, but recovered as traction was released. Using the visisheath, advancement was made through adhesions in the area, and with slight traction, the lead came free, and the glidelight, visisheath, and rv lead were removed. Approximately 10 seconds later, the patient's blood pressure dropped again, and on and off, the pressure recovered, then dropped again. A venogram of the svc was performed, which revealed a small release of blood in the svc. Rescue efforts began, including medications, rescue balloon, and sternotomy. A 2-3 mm perforation was discovered and repaired with suture, and the patient survived the procedure. The physicians suspected the perforation was caused by traction (the rv lead having been adhered to the vessel wall). This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.